Event description:
Caller reported a cgm error related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue with guidance from technical support, who provided information for a complete pump reset, and successfully started their sensor session without further errors.